Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The se replaced the base assembly and the unit passed all testing.

Event description:
Customer had enquiry about v60 testing, said there are two kinds of standard liters per minute (slpm) unit, dependent on different temperatures. The service engineer (se) inspected the device and found the base assembly had corrosion and a leakage port. There was no patient involvement.